Event description:
Affiliate reports that during a facial tumorectomy a facial nerve was burned at the contact surface of the bipolar forcep. This event did not affect the function of the pt's facial nerve. The hosp was not certain as to what instrument was involved. The second instrument noted on the complaint is product code 80-2941. Both instruments are non insulated bipolar forceps.